Manufacturer narrative:
G4:17nov2020. B4:04dec2020. The sensor board printed circuit board assembly(pcba) was received for evaluation. The sensor pcba 3-station solenoid assembly and exhalation valve assembly were tested and no failures identified. The reported complaint was not verified so root cause could not be determined. It cannot be confirmed that the device failed to meet specifications submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 20apr2020. B4: 28apr2020. The patient did not require any medical intervention and suffered no harm as a result of the ventilator change. H10: the manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue in the device logs. The fse duplicated the issue when the unit was ran overnight, indicating an intermittent problem. Later, during neonatal extended self testing (est), the unit declared a patient wye not blocked. And leak-patient circuit error. After performing some maintenance on the unit, the unit then declared an exhalation valve test failure. (Neonatal option). The fse replaced the sensor printed circuit board assembly (pcba), exhalation valve, sensor board and 3 station solenoid and the issues were resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 04/09/2020.

Event description:
It was reported that the unit declared a high internal oxygen alarm. The device was in use at the time of the event; however, there was no patient harm or medical intervention other than the transfer of the patient to another ventilator.